Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump was soaked in water when they went fishing and hear fluid when shaking it. Customer's blood glucose level was unknown. Customer tried changing battery 2x with 15 min interval each change but still pump keeps beeping. Customer assisted with trouble shooting as insulin pump exposed to fluid. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.